Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("many women said their symptoms subsided, but not mine") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure.